Manufacturer narrative:
Correction on initial report: disregard file, device was reported in error.

Event description:
It was reported the front case is being replaced because of keypad failure. Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case is being replaced because of keypad failure. Although requested, no additional information was provided.